Manufacturer narrative:
The device was not retained by the hospital for investigation. The root cause could not be determined for this failure as the product was not returned for evaluation. Manufacturing records were reviewed and there were no nonconformities associated with this failure. Trends will continue to be monitored through the edwards quality systems.

Event description:
As reported: the aortic occlusion device, "intraclude (icf100) met resistance while advancing in descending aorta. Fluoro was used to detect placement. Guidewire was passed but intraclude could not be advanced to descending aorta. Use of intraclude was discontinued. Surgeon did not convert to sternotomy but used chitwood clamp." No reported patient injury